Event description:
In 2002, a gliatech employee sent an email to a quality systems rep. In the email, the gliatech employee stated, " I was speaking with md, a neurosurgeon regarding an unrelated matter, and he indicated that he had a pt on whom he used adcon that had postoperative pain (I am uncertain if it was 1 or 2 pts)". No additional info is available at the present time.